Event description:
It was reported that when the universal modular electric/battery single trigger handpiece trigger was pulled the handpiece would run intermittently. It was also reported that the surgical procedure was extended by five mins and completed using an alternate device. There was no report of pt injury associated with the event.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.